Event description:
It was reported that following the deep brain stimulation (dbs) implant procedure, the patient underwent a computerized tomography (CT) scan. The physician assessed the image and determined that the lead had retracted and placed sub-optimally. The patient underwent a revision procedure to reposition the lead to the desired position and is doing well post-operatively.